Manufacturer narrative:
A visual evaluation found the balloon to be torn longitudinally, indicating that it had burst.

Event description:
It was reported to boston scientific corporation I 2007 that an rx dilatation balloon was used during an endoscopic retrograde cholangiopancreatogram (ercp) procedure the same day. (Male patient, age and weight unknown) according to the complaint, the dr. Inflated the balloon and it ruptured. Atm unknown. This case involved 2 balloons. Sales rep was not sure which one ruptured so he is returning both for evaluation. The case was completed with a different, unknown boston scientific device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "recovering under normal discharge procedures from a routine ercp "